Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure, the two laser fibers were noted to be broken near the attachment site of the laser machine. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.